Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10 the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation results, the root cause of the reported image malfunction is due to a defective (bi) circuit board which was likely attributed to aging deterioration since it has been 6 years and 11 months since the product was manufactured. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The evaluation confirmed the reported event as the monitor has no image on inputs due to a faulty (bi) circuit board. Additionally, the bottom right corner of the bezel was cracked. The customer declined repairs and requested to have the device returned repaired. A review of the device's repair history shows no previous repair records; purchased on june 9, 2014. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During inspection before use, the high definition liquid display monitor had no image on all inputs and main board issue. No patient injury or harm was reported.